Manufacturer narrative:
The customer declined ge healthcare service. No repair information available. No report of patient involvement. Primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in unit power failure. There was no patient involvement.